Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving fentanyl, morphine and bupivacaine via an implantable pump for intractable spasticity. It was reported that the patient had discomfort over their pump site so the pump was moved to their back.

Manufacturer narrative:
Concomitant medical products: product ID: 8637-40; serial#: (B)(4); implanted: (B)(6) 2018; explanted: (B)(6) 2022; product type: pump. If information is provided in the future, a supplemental report will be issued.